Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that, when attempting to use fluoroscopic x-ray, the live image would disappear. There was no report of pt injury or death.